Event description:
It was reported that when the ventilator was pressed near the bottom, the turbine stopped with no audible alarm. It was also reported that when the patient was being transported to the micu, the ventilator stopped when they went over a bump or when it was touched. If the ventilator stopped, it would start back up again. No patient harm reported.

Manufacturer narrative:
Evaluation of the ventilator has not been completed by the field service center yet.